Event description:
Caller tested 7.0 inr and 3.4 inr on the coaguchek xs system. Caller states she had double-dosed the test strip when the result of 7.0 inr was obtained. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.